Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). The lesion was predilated and then a 3.50x32mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. The lesion was dilated again and another of the same device was successfully implanted. The procedure was completed with no patient complications reported. The patient's current condition is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte (mr) stent delivery system (sds). Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The sds with stent was visually, tactilely and microscopically examined along the entire length of the shaft and the only damage seen on the device was proximal stent damage. It was determined that the stent had three struts damaged at the proximal end and extending back up to 180 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device is combination product.(B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). The lesion was predilated and then a 3.50x32mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. The lesion was dilated again and another of the same device was successfully implanted. The procedure was completed with no patient complications reported. The patient's current condition is listed as good.